Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
Ref MDR #1036844-2010-00005 for the first event and MDR #1036844-2010-00006 for the second event involving same pt. It was reported that in 2009, the catheter was inserted into the internal jugular left vein. Tunneling had been made under the skin to the left subclavian area. The surgeon punctured the jugular left vein and inserted the catheter into the superior venacava. Five days later, a blood leak appeared at the cutaneous site. The catheter was broken at the cap, the distal tip slipped under the skin, the cap stayed attached to the skin. As a result, a new cannon catheter was inserted. Per the customer the pt was at risk of an air embolism, infection risk, plus the pt had incomplete plasmapheresis.